Event description:
It was reported that during equipment testing conducted by a MFR field service technician at the user facility, the saw was running without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed, if additional info is received and requires reporting.